Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the triggering device, clips had fallen from the jaw. Some clips were closed skew and closed on one another. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: what is meant by clips closes skew (was a scissored clip delivered)? Did a scissored clip cut structure? If structure cut, did bleeding or leakage occur? If cut, how was structure repaired? Please quantify. Amount of bleeding that occurred, if any. Did cut structure result in change of procedure or alteration in post-op patient care? 1st clip has been shot normally, but 2nd clip, just before firing, has come skewed. No bleeding occurred. What is meant by clips are closed on one another (did multiple clips fire at same time)? 2 clips come into jaw at the same time. Which firing of the device did this event occur on?after the 1st firing. Was clip fired on or near another clip or hard structure? No. What vessel or structure was the device fired on at the time of the event? During laparoscopic cholestectomy channel ligation. Was the clip fully advanced into the jaws prior to firing? No. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? Shaft rotation has been done. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Yes, after first firing while pulling the trigger and after firing leaving the trigger free. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected nine. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.